Manufacturer narrative:
Visual inspection showed the device has a kink at the distal section approximately at 9.5 cm from the distal tip while in the neutral position. Functional inspection showed the steering knob and the tension control knob functioned properly on both lock and unlock positions. There are no abnormal resistance was felt when actuating the steering mechanism. Dimensional test showed the right curve was placed in the specified shaded area of the template; however, the left curve failed to reach the specified area, the device failed the dimensional test. X-ray inspection showed the bent center support was observed under x-ray in the same location of the kink at the distal section. Distal end was dissected and was confirmed bent center support in the same location of the kink at the distal section. The kevlar wrap was found retracted. The kevlar wrap was exposed in order to measure it and the result was found out of specification.

Event description:
It was reported that the curve would not straighten. During a right atrial flutter procedure involving a blazer ii xp catheter while inside the body, the catheter retained the curve and it would not straighten out and stayed curved. The catheter was exchanged and the procedure was completed with no complications to the patient and was fine.

Event description:
It was reported that the curve would not straighten. During a right atrial flutter procedure involving a blazer ii xp catheter while inside the body, the catheter retained the curve and it would not straighten out and stayed curved. The catheter was exchanged and the procedure was completed with no complications to the patient and was fine.